Event description:
It was reported that the pump touch screen was "popping off/disconnecting from the pump." There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.